Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation by the right ventricular (rv) lead resulting in no rv capture. It was also reported that the implantable pulse generator (ipg) device showed a pacing problem. The rv lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.